Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The evaluation confirmed the reported event. The loop wire was observed to be completely broken and missing from the electrode. A microscope was used to inspect the broken area and revealed charred marks at the tips of the posts. Based on the evaluation and similar reported events, the most probable cause of the reported event can be attributed to the following: the electrode loops are used to manipulate the surrounding tissue with excessive force which can cause the loop wire to bend/break; electrical output settings on the electrosurgical generator are too high; output is activated for too long; and/or the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, if additional information becomes available or if the device is returned for evaluation at a later time, this report will be updated accordingly.

Event description:
Olympus was informed that the loop broke off the device during a therapeutic endometrial ablation procedure. It was unknown if the device fragment fell into the patient or if the device fragment was retrieved. The procedure was completed using a similar device. No patient injury was reported. No other equipment was replaced. The device will be returned to olympus for evaluation.

Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the electrode. The DHR review revealed no abnormalities/non-conformities for this device.